Event description:
A coronary stent with delivery system was advanced to the target lesion site in the pt's circumflex artery with the sheath retracted. Subsequently, the stent became dislodged from the balloon catheter and embolized within the obtuse marginal branch. There were no attempts made to retrieve the embolized stent or to place another stent at the target lesion site. There were no clinical sequelae reported relative to this event.